Manufacturer narrative:
No patient information provided to date after phone calls requests to customer (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. Service will be performed by hospital employee or contractor.

Event description:
The hospital reported an over delivery of tidal volume. There was no report of patient injury.